Event description:
(B)(4). Onset of psoriasis soon after implants, also psoriatic arthritis.

Event description:
#Medwatcher #followup 4 #FDA mw5041274 #(B)(4). Prior to essure removal, experienced urinary incontinence for 5+ years. Now that removed, incontinence is gone.

Event description:
(B)(4). I submitted a much larger text to this site in (B)(6) 2015. Symptoms which have developed and gradually become worse after essure procedure in 2007: migraines, hair loss, lower abdominal bloating and pain, chronic joint pain, severe pelvic pain, chronic vaginitis, painful intercourse, ovarian cysts, endometriosis, vision issues, dental issues, large clots during menses, severely painful menses, severe mood swings.

Event description:
(B)(4). Pathology confirmed adenomyosis. Quality of life for the last 5 years is non existent.

Event description:
#Medwatcher #followup5 #FDA mw5041274 #(B)(4). A 4 weeks post-op tvh and bilateral salpingectomy. Chronic fatigue is greatly improved. Hair loss is now minimal instead of huge clumps falling out. Severe abdominal pain is gone. Severe lower back pain significantly diminished. Joint pain greatly improved. Bloating significantly decreased. Swelling of digits significantly decreased. I can straighten my hands for the first time in years. Neuropathy is gone. Fibro trigger points that were previously positive are now not the least bit bothersome. My memory seems to be showing slow improvement. Mood swings are hugely improved as is self awareness.

Event description:
(B)(4). Surgery for hysterectomy scheduled (B)(6) 2016 to remove device.